Manufacturer narrative:
This report is submitted on october 20, 2021.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2021 due to performance decrement. The patient was reimplanted with another cochlear device during the same surgery. Device analysis has indicated device failure.